Event description:
The account alleged that the reverse trendelenburg function will not work. He has calibrated the sensors, but it did not help.

Manufacturer narrative:
The account found the head position sensor was not allowing reverse trend. The account replaced the head position sensor to repair the bed.